Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were admitted to the hospital on (B)(6) 2020 with a high blood glucose. Customer reported that the insulin pump was under delivering because blood glucose kept going high. Customer's had blood glucose level of 440 mg/dl at the time of incident. The customer was treated for the high blood glucose with manual shots and insulin drip. The drive support cap appears normal. The customer stated that the emergency medical service dispatched them to the hospital. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The insulin pump and reservoir will not be returned for analysis.